Event description:
It was reported the insulin pump had alarmed failed battery test. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no battery alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.